Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced loss of cgm readings from a dexcom g7 sensor and the ilet displayed a bluetooth communications error during pairing, consistent with intermittent communication failure involving the electrical/magnetic system and antenna component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the ilet and the cgm, characterized by intermittent communication failure linked to the antenna or related electrical/magnetic components. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.